Manufacturer narrative:
There was no unexpected motor error alarms noted. The easy bolus button works properly. The unit passed displacement test, rewind test, basic occlusion test and off no power test. The operating currents were in specifications. The unit was unable to prime during prime, compromised force sensor test due to faulty fsr gold. The leaking motor oil was noted. The unit had cracked lcd window, case at lcd window corners, reservoir tube lip, reservoir tube window, reservoir tube, battery tube threads and broken belt clip slot.

Event description:
It was reported by the customer that their insulin pump was alarming motor error during bolus. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 337 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.